Manufacturer narrative:
Conclusion: an actual 18 cm long fragment of the white part of drain was returned for evaluation. The broken surface was indented and uneven. The drain could have been initially damaged during insertion and snapped in the damaged area upon removal. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a skin-sparing mastectomy on (B)(6) 2013 and a drain was inserted under the expander. On (B)(6) 2013, when the drain was removed it broke leaving a piece in the patient. The fragment will be removed when the expander is removed.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent removal of the drain fragment on (B)(6) 2014 at the same time as removal of the tissue-expander, which was left in concurrence with the drain placement at the initial surgery.

Manufacturer narrative:
Conclusion: the actual drain that broke in its white portion about 3 cm under the connection area was returned for evaluation. The drain functioned properly for 11 days. The drain could have been damaged during manipulation upon insertion / removal which could be the cause for the breakage. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1233250, mfg date: 04/01/2012, exp date: 04/30/2017; batch j1227793, mfg date: 04/01/2012, exp date: 04/30/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.